Event description:
A physician reported during the intraocular lens implantation white grain-like foreign material was found to be adhered to the lens immediately after implanting. The foreign material was able to be removed by rubbing the lens surface with a hook. The surgery was completed without product replacement. There was no harm to the patient. Additional information has been requested stating there was no potential health impact.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Eight unopened company cartridges were returned in the carton for same lot. One sample was pulled randomly for evaluation. The returned unopened company cartridge was evaluated. The company cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridge was functionally tested per the directions for use. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The diopter of the associated lens model and viscoelastic were not provided. It cannot be determined if qualified products were used with the indicated company handpiece. There are 2 other complaints reported in the lot the root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Per the instructions for use: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instructions for use instructs also to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Per the dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).